Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft kink and separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU) states to inspect for bends, kinks, and other damage. Do not use if any defects are noted. In this case, the IFU deviation appears to have contributed to the shaft separation.

Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with no tortuosity, no calcification and 75% stenosis. Pre-dilatation was performed with an unspecified 2.5 mm balloon. During insertion of the xience prime stent delivery system (sds), resistance was encountered while advancing the stent through the lesion. When minimal force was applied in an attempt to cross the lesion, the proximal shaft kinked near the hub. When the physician tried to straighten the kink, the proximal shaft separated. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.